Event description:
A report was received that during a routine check up, the physician noticed a fluid build up at the patient's pocket site. The physician opened the midline incision and flushed out the pocket. The build up of fluid was removed. The patient was reportedly doing well following the procedure.